Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nocturnal low blood glucose events, with a lowest reported value of 60 mg/dl lasting about one hour, for which the patient self-treated with juice and did not require assistance or medical intervention. Symptoms included no loss of consciousness and no other acute effects reported. Outcomes included transient hypoglycemia that resolved with oral carbohydrate intake and no need for hospitalization. Investigation included user education and troubleshooting regarding potential causes of nocturnal hypoglycemia and guidance to follow up with the healthcare provider for prevention strategies. Investigation of this case revealed no device alerts were reported and no device malfunction was identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.